Event description:
It was reported the lens was removed without complication one day after initial surgery as lens would not stay in place.

Manufacturer narrative:
The lens was not received by the manufacturer for analysis. The relationship between the device and the incident is unknown and we are unable to definitively determine the cause of this event. Lens met manufacturing criteria prior to release. Iol not received for analysis.